Event description:
Boston scientific received information that within one week of implant, it was discovered that the patient with this right ventricular lead had suffered a perforation. The physician elected to reposition the lead. There was clotting in the pericardium but the patient was stable and no pericardio centesis was necessary.